Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation. It was reported that during the preparation of two triclip delivery systems (tcds), bubbles was observed coming out of the system while holding the distal end higher than the proximal of the tcds and translating the handle in a slow movement. It was noted that once the distal end was the same level as the proximal, bubbles stopped appearing. Both devices were used and implanted there were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the tcds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.